Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on with fully charged batteries. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : device not returned to manufacturer.

Event description:
The customer contacted stryker to report that their device would not power on with fully charged batteries. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.